Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that air bubbles were observed within the cartridge. Reportedly, the customer was able to load a new cartridge successfully. There was no adverse impact to the customer¿s blood glucose level.